Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. The customer¿s blood glucose level was approximately 129 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.